Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene mesh hernia system, involved caused and/or contributed to the adverse events described in the article, specifically: seroma, groin pain. Please clarify if the patient with seroma in the phs group was treated with conservative management or with evacuation? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene mesh hernia system?

Event description:
It was reported in a journal article that the patient underwent an inguinal hernia repair procedure between (B)(6) 2013 and (B)(6) 2015 and the mesh was implanted. Following the procedure, the patient possibly experienced complications included moderate pain on postoperative day one; moderate pain on pod 3 and/or seroma with groin pain which was treated with analgesics and lasted for more than three months. Additional information has been requested.